Manufacturer narrative:
Display was replaced. Root cause was assessed to be a faulty display. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
Customer reports display background illumination failed during refractive surgery. No patient injury was reported and no further information was provided.